Manufacturer narrative:
(B)(4). UDI: (B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05694.

Event description:
It was reported that this bipolar liner did not insert into the bipolar shell. This surgery was finished with backup product. It was found that ring was bent. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, e4, g4, h2,h3, h6. Reported event was confirmed with product return. Visual inspection confirmed the ring to be bent. The ring was removed from the shell during the evaluation. The ring did not rotate freely within the groove of the shell. The chamfer was properly oriented facing outward. No damage or deformation was found to the locking ring of the liner. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.